Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device had a problem loading/firing - clips were getting stuck inside and only 2-3 were firing. The surgeon used a new device to resolve the issue. There was no patient involvement.